Event description:
Initially, it was reported that the patient was scheduled for generator and lead replacement for an unknown reason. It was later reported that the patient underwent generator and lead replacement due to high impedance, end of service - no. Device diagnostics with the new vns system was within normal limits. An implant card was received confirming that the generator was explanted due to battery depletions, near end of service - no and the lead was replaced due to lead discontinuity. The explanted generator and lead have not been received for analysis to date.

Event description:
It was reported that the explanted products were discarded by the hospital and therefore cannot be returned for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.